Event description:
It was reported that the ilet user experienced multiple failed infusion set insertions when the infusion set detached from the applicator several times, resulting in four to six unusable infusion sets from lot 6011935. Six replacement infusion sets were provided, and troubleshooting and education were completed regarding correct infusion set deployment. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage issue related to an improper or incorrect procedure involving the infusion set component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.